Event description:
It was reported an IV medication infusion protonix 80mg/100ml was programmed to infuse at 10ml/hr via IV pump. The whole IV bag was infused in 1 hour instead. There was no patient harm. Received a copy of the customer's additional information letter from FDA which states, "the IV pump channel was programed to infuse bag over 8 hours using the library. The infusion actually ran in over a very short time and the bag was dry hours earlier than scheduled. Clinical engineer and nurse educator confirmed settings were accurate at the time of the event. Equipment removed from service and clinical engineering initiated testing per protocol and defect was reproducible. Manufacturer representative was notified. Manufacturer response for IV pump channel, (brand not provided) (per site reporter). Affected equipment was sent to the manufacturer." Customer advocacy received a copy of the customer's medwatch report from the FDA which states," the IV pump channel was programmed to infuse bag over 8 hours using the library. The infusion actually ran in a very short time and the bag was dry hours earlier than scheduled. Clinical engineer and nurse educator confirmed settings were accurate at the time of the event. Equipment removed from service and clinical engineering initiated testing per protocol and defect was reproducible. Manufacturer representative was notified." The event occurred in the emergency department.

Manufacturer narrative:
Mw file received - (B)(4).

Manufacturer narrative:
The request for additional information (initials, age, date of birth, race/ethnicity, gender, any relevant medical history and admitting diagnosis) was declined. The reported issue that an infusion of the drug protonix, at 10 ml/h with vtbi at 80 ml; the entire IV bag infusing in 1 hour unexpectedly could not be confirmed as reported during laboratory testing: the event log recorded the infusion had an ail alarm within approximately 15 minutes after being started; the infusion was discontinued after the ail alarm event. Testing by bd found the rate accuracy to be under infusing during lab testing. The door latch assembly was also identified to be third party but this and was not believed to have contributed to the customer experience. Physical inspection identified: the pump module was found to have third party (un-approved) parts, including the bezel and the door latch assembly. The approved bd v1 membrane frame was mounted on the third party bezel and together exhibited a dimensional incompatibility fit between them. The root cause for the customer¿s reported experience is being attributed to the use of un-approved third party parts on the alaris infusion system.

Event description:
It was reported an IV medication infusion protonix 80 mg/100 ml was programmed at 10 ml/hr via IV pump; the entire IV bag infused in 1 hour instead. There was no patient harm.